Manufacturer narrative:
The unit was returned to the manufacturer for investigation where the unit was disassembled and the motor shaft breakage was confirmed. A functional test of the single fault safety (sfs) safety drum was performed by manually pulling the lift strap and check for the sfs to start adding resistance to the lift strap. The result from the test was that the sfs safety drum was not responding as rapidly as expected. After the functional test was performed, the sfs safety drum was opened to examine the oil level. The oil level was found to be below the specifications, which explains why the sfs safety drum was not responding as rapidly as expected during the functional test. The returned unit showed no signs of leakage when it arrived at the site. No visible stains that could indicate earlier leakages. The unit was replaced for the customer. The likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. Although there was no reported injury associated with this incident, reports of a motor shaft breakage where the sfs did not function as intended could lead to serious injury or death. Baxter is reporting this malfunction.

Event description:
Baxter received a customer complaint reporting the likorall 242 es r2r, had a shaft breakage where the user has fallen back down into their standing support. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.